Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touchscreen works partially. No patient involvement reported.

Manufacturer narrative:
Become aware date: 1/20/2017. The equipment maintenance company subcontracted by the hospital has gone into bankruptcy. There was no evaluation or repair performed.